Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0gf3s, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The health care professional (hcp) via the manufacturers' representative (rep) reported that there was a lack of efficacy. The patient went to the office for several program changes with improvements. A new lead was put in but it was hooked to an external neurostimulator. The issue was not resolved at the time of this report. The lead and implantable neurostimulator (ins) were explanted. Additional information from the rep reported that there was no known cause of the issue. It was too early to tell if the replacement resolved the lack of efficacy. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.